Manufacturer narrative:
The device has not been returned to calibra for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. .

Event description:
On (B)(6) 2016, the reporter contacted calibra, alleging a button/safety issue. It was reported that the buttons were unresponsive; the patient said that the device ¿locked up¿. There was no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery.